Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the cartridge during the load sequence. Customer's blood glucose level was 267 mg/dl. Reportedly, the customer was able to successfully load the same cartridge.